Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard a "solid fifteen second tone" from their cardiac resynchronization therapy defibrillator (crt-d). It was noted that a steady tone as the patient described indicates potential magnet exposure. The device remains in use. No patient complications have been reported as a result of this event.